Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. .

Event description:
As reported by the user facility: fentanyl continuous infusion set up and checked. Per bedside nurse she had to pause the infusion pump to check pressures-pump placed in standby. Nothing was modified upon restarting and with 20 minutes the syringe had infused. The original infusion was at .05cc and was later found infusing at 25ml/hr.. It was originally started as a continuous sedation. Gtb and plastics notified. Treatment orders given. Pca stopped. Pump and tubing removed.. Pump turned in to maintenance. After speaking to gtb this similar issue was noted win @d with a pca syringe being infused as a bolus.